Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery and implants being opened, the circulating nurse noticed, internal packaging was not intact and surgeon opted to not use the implants due to questionable sterility.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method & results: device evaluation and results: based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive/inappropriate handling whereby the packaging appears to have been compressed from the sides to the extent that the outer blister cracked under compressive force. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was caused by excessive/incorrect handling.

Event description:
During surgery and implants being opened, the circulating nurse noticed, internal packaging was not intact and surgeon opted to not use the implants due to questionable sterility.